Event description:
While the physician was using the automatic stapler, the bottom cap fell off and the gas escaped. Therefore, the stapler could not be used and another one was obtained. There was no patient injury.